Event description:
The pt reported that in 2008 she experienced a severe low blood glucose reading of an unk value. She stated she does not experience low blood glucose symptoms. She said she was trying to drink juice and could not get the bottle open when she passed out and fell. She stated her daughter phoned her and when she did she did not answer, her daughter called the ems. The pt stated she was unconscious for about 1 hour. She said when the ems arrived, her heart was racing and her body temp was 50 degrees. She said the ems brought her blood glucose reading up to 60 mg/dl before they tried to move her and then realized she had broken her leg in the fall. She stated she was taken to the hosp where she had surgery on her leg 2 days later, and then was in a rehabilitation facility for 1 month. She stated she has remained on her insulin infusion device and has not had any low blood glucose readings since this incident. The pt stated the device has now reached the end of its life. The product was requested to be returned for evaluation.